Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and an obturator sling and mesh pelvitex were implanted. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a partial mesh removal on (B)(6) 2008. On (B)(6) 2011 the patient underwent a vesicovaginal fistula repair, to repair the vagina and bladder into which the mesh had eroded. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh removal along with suspension of vaginal apex for mesh erosion into the bladder, pain and infection on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The patient underwent an additional procedure of cystoscopy and cath in (B)(6) 2010. On (B)(6) 2011, the patient had suspension of the vaginal apex and mesh reportedly had eroded into bladder. The patient accepted disability in (B)(6) 2011 related to lumbar spinal cord injuries from motor vehicle accident.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.